Event description:
It was reported that the customer had blood glucose levels of 34 mg/dl. The customer also reported differences of more then 40 points between their sensor glucose levels and blood glucose levels. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.